Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported the power calculation was unstable and a focus error was noted during an intraoperative aberrometry assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and determined that the power calculation was unstable. It was noted that the aberrometer alignment was not seated in dovetail mount. The company representative found that the mounting hardware was preventing proper seating in the dovetail. As a result, the hardware was replaced and realigned to resolve the issue. The system was then determined to have met specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).